Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found the following: the resistance insulation value was out of standards due to the cut connecting tube, there was corrosion from the electrical connector due to the leakage, the connecting tube was cut, the connecting tube was dented, the coating on the connecting tube was peeled off(over 1mm2), the angulation in the up direction was out of standards due to the worn angle-wire, the waterproofing failed due to the cut bending section cover, the waterproofing failed due to the cut connecting tube, the plastic distal end cover was peeled off, the charged coupled device lens and light guide lens were broken, the light guide lens were discolored, and the forceps channel port was corroded. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the evis lucera bronchovideoscope was leaking from the insertion point. The issue was found during preparation for use in a diagnostic procedure. There were no reports of patient harm. Inspection and testing of the returned device found the coating on the connecting tube was peeled off. (Over 1mm2). This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation (h6/h10). A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It is likely the coating peeled off the insertion section due to one of the following; physical stress from rubbing or striking the insertion section, chemical stress from reprocessing in a non-recommended way, and/or stress from a bad storage environment. The suggested event can be detected and prevented by handling the device in accordance with the following IFU: operation manual - chapter 3 section 3.2 shows how to detect the event. Operation manual - chapter 1 section 1.4, chapter 2 section 2.1, and chapter 5 shows how to prevent the event. Olympus will continue to monitor field performance for this device.